Manufacturer narrative:
Complaint not confirmed, two ar-1318ft-1 drivers were returned. No anchor was returned. The tip of one driver was bent/twisted. The other was undamaged. The cause of the broken anchor is undetermined. The cause of the bent driver is likely to be user-applied mechanical forces.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a lateral ankle ligament reconstruction surgery the tip of the corkscrew of the device was damaged during insertion. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.